Event description:
It was reported that low sensing was observed. The lead was repositioned successfully. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.